Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device displayed "abnormal energy output" message. This issue may prevent the device from providing therapy if it were needed. There was no harm to the patient as a result of the reported event.